Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported through a clinical study that the subject experienced hyperglycemia and ketones. The blood glucose level was over 572 mg/dl due to dislodged infusion set while swimming. The subject was treated with insulin pen for hyperglycemia, infusion site was changed and blood glucose returned to target range. No product will be returned for analysis.